Event description:
Supplier called to complain that the device was not reading the calibration correctly. This was confirmed by phone trouble-shooting. The device was replaced and the defective one returned for investigation.